Manufacturer narrative:
Complaint conclusion: as reported, the mynxgrip vascular closure device (vcd) 5f did not properly deploy. The physician shuttled the sealant down, but when he grabbed the sheath and pulled it back, it pulled the sealant and white tube back with it. Manual pressure was used to achieve hemostasis. The doctor said that this has happened multiple times with this lot, and suspects the cause was a failure of temperature regulation in shipping. There was no patient injury. The products were clinically used. The user was trained in the device. The device storage temperature did not exceed 25 °c. The mynx vcd was used in a diagnostic coronary procedure. The procedure used a retrograde approach. 5f jr4 & jl4 non-cordis diagnostic catheters were used. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There vessel was no tortuosity. The stick location was the femoral artery, above bifurcation and below inferior epigastric. There was no presence of pvd / calcium in the vicinity of the puncture site. The manual compression was less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The devices were not returned for analysis. The product history record (phr) reviews of lot f1815203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) 5f did not properly deploy. The physician shuttled the sealant down, but when he grabbed the sheath and pulled it back, it pulled the sealant and white tube back with it. Manual pressure was used to achieve hemostasis. The doctor said that this has happened multiple times with this lot, and suspects the cause was a failure of temperature regulation in shipping. There was no patient injury. The products were clinically used. The user was trained in the device. The device storage temperature did not exceed 25 °c. The mynx vcd was used in a diagnostic coronary procedure. The procedure used a retrograde approach. 5f jr4 & jl4 non-cordis diagnostic catheters were used. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There vessel was no tortuosity. The stick location was the femoral artery, above bifurcation and below inferior epigastric. There was no presence of pvd / calcium in the vicinity of the puncture site. The manual compression was less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered.